Manufacturer narrative:
MDR 3003442380-2024-04568- device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden. On (B)(6) 2024, it was reported by the patient that eight infusion set from two different boxes was crimped when removed from body. No further information was available.